Manufacturer narrative:
Guideliner xl guide extension catheters have a 150 cm working length, consisting of a proximal 110 cm pushwire connected by a collar to a distal 40 cm rapid exchange lumen. The event description indicated the device's pushwire likely separated from the rapid exchange lumen at the collar while within the guide catheter, and evaluation of the returned product confirmed separation at that location. The issue was investigated by the manufacturer and attributed to the catheter design.

Event description:
A guideliner xl catheter was reported to separate during a ptca procedure. Radial access was used. The physician used a guide catheter and a wire and because of less backup they took the guideliner xl. During the second dilatation with a balloon they noticed that the guideliner xl catheter didn't move, and only the metal pushwire came out. The separated rapid exchange lumen was recovered by a balloon and the case was finished by using a buddy wire.